Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11296r64, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient could not believe the things he had put up with when he's had problems with his pumps. The patient's pump intended to infuse an unknown drug at that time. Additional information was requested to determine the patient's outcome. Please refer to manufacturer's report # 3004209178-2013-23785 & 3004209178-2014-15280 for other pump reports.